Event description:
Medtronic received information that this bioprosthetic valve appeared to have a bent coronary artery and was distorted at the left main trunk of the valve when prepping for implant. One patient did not have enough blood flow resulting in the need for bypass surgery after replacing the valve. The valve remains implanted.

Manufacturer narrative:
No product has been returned for analysis and the serial number of the device has not been received. At this time, no conclusion can be drawn related to the clinical observation. Should additional information be provided a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.